Event description:
The user facility reported that during an unspecified procedure a shadow appeared on the image of the ultrasound device. According to the reporter, all procedures on that date were completed with full vision of the image by wiggling a few wires when the issue occurred however, due to the event that occurred, it took longer to complete the planned procedure which delayed the lists. According to the report , the facility is due to complete the list at 13:30 however, did not finished until 18:00. The delay however, did not result any harm or injury and procedure completed using the same set of equipment.

Manufacturer narrative:
During communication with the customer, via phone call , field service engineer advised and provided troubleshooting to the customer however, the issue was not resolved. Customer was advised to arrange an engineer service call for evaluation and repair. During a service repair site visit on (B)(6) 2022, the olympus engineer reported the following information: engineer report: the eume2 has been function tested using customer scope sn (B)(4) and the loan olympus scope. Both scopes tested fine and image appeared to be normal. No signs of shadowing or image being cut off on the screen. Equipment demonstrated to staff to show the system working, no further action required. A follow up for additional information regarding the event reported and procedure delay are in progress. Investigation is ongoing. This report will be supplemented accordingly if additional information becomes available. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This supplemental report is to inform that upon further review, this is not a reportable malfunction. Per the legal manufacturer, there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur.